Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the surgical site following implant surgery. The recipient reportedly received antibiotics (type unknown).

Manufacturer narrative:
Additional information sections: h.6. D.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient's issues have reportedly resolved. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.4, h.4, d.6a. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.